Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for five days. Troubleshooting was performed. The time and date were correct. The customer stated that the infusion set was changed to solve the issue. Reviewed the programming and found the basal rates were incorrect. The customer stated that the infusion set was changed to solve the issue. Review the programming and found the basal rates were incorrect. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.